Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6)2010. Since the procedure, the patient has had lower abdominal pain/cramping. On (B)(6)2010, the patient had heavy bleeding and she went to the emergency room. The bleeding lasted for two weeks and then subsided. The patient is still experiencing watery, pink discharge that is foul smelling. The patient went to her physician for her abdominal pain and was told to take ibuprofen. Additional information has been requested.